Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) machine during dwell 4 of 4. The home patient (hp) was reportedly still connected. The technical service representative (tsr) asked the hp if any bags came undone and the hp stated no. The tsr explained the alarm and assisted the hp to clear the alarm. The hp would finish with a manual bag. The patient was involved but there was no patient injury or medical intervention was reported. During a follow up with the hp, it was revealed that the nothing was noticed with the supplies and the hp had finished with manual supplies as he had contacted the nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.